Event description:
It was reported that a uv-flash transfer set was leaking near the twist clamp. This occurred during patient use. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the cut/hole in the silicone tubing that caused the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter; however, the evaluation is not yet completed. Visual inspection noted a hole in the tubing. Leak testing confirmed that a hole in the tubing caused the reported leak. Should additional relevant information become available, a supplemental report will be submitted.